Event description:
Surgeon aiming to insert x3 4.0 mm cannulated screws, first screw placed without issue (4.0 x 60mm length) 1x 4.0 x 65mm cannulated screw fractured between the proximal screw shank and head nearing final insertion. 1x 4.0 x 65mm cannulated screw fractured between the proximal screw shank and head halfway inserted, one of the fractured screws was inserted most of the way under power. This snapped flush with the cortex so the surgeon had to leave the shank of the screw in-situ. The second screw was inserted halfway on power and then surgeon attempted to finish by hand. This screw snapped at the same junction whilst being inserted on hand. The surgeon was able to remove the shank from the patient.